Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. No cosmetic damage noted. (B)(4).

Event description:
It was reported via phone call, that the customer was hospitalized due to pneumonia and diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was unknown. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer received excessive no delivery alarms. Troubleshooting was declined. Advised insulin pump would be replaced.